Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional components potentially involved in the event include: common device name: swift-lock anchor, model: 1192ans, UDI: (B)(4), serial: n/a, batch: 6536683. Date of event is estimated.

Event description:
It was reported that one patient anchor was sticking out of the skin. Surgical procedure was undertaken on unknown date whereby the whole system was explanted. Investigation was unable to determine which anchor was at fault.